Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room experiencing diaphragmatic stimulation. Upon device interrogation, the right ventricular lead exhibited loss of capture and decreased sensing. Echocardiogram confirmed the lead had perforated the patient. The lead was repositioned successfully on (B)(6) 2018. The patient was in stable condition prior, during and post procedure.